Event description:
The customert reported that while pipetting an hbsag assay on summit the technician observed that no conjugate was added to wells b1 through h1. No error was generated. No death or serious injury was associated with this complaint.